Manufacturer narrative:
Batch review performed on 18 march 2022: lot 2105260: (B)(4). Expiration date: 2026-06-14. No anomalies found related to the problem. (B)(4). Additional devices involved: batch reviews performed on 18 march 2022: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 2104561: (B)(4). Expiration date: 2026-07-26. No anomalies found related to the problem. To date, (B)(4). Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot 2104752: (B)(4). Expiration date: 2026-06-01. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in due to signs of an infection after about four months from the primary, the pathogen is unknown. The surgeon performed a washout and revised all implants. The surgery was completed successfully.